Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to on (B)(6) 2023. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) inserted, and the doctor stated that the lens did not look right. There was patient contact with the product. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 7, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. A coated cartridge was received as well. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues with the lens were identified. The complaint issue "lens damaged and removal " could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the investigation, the complaint issue could not be confirmed and no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.